Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro instrument, and identified the failure mode as a defective electrodes and ratio pump. The fse replaced the sodium electrodes, the ratio pump and aqua calibrators which resolved the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous low patient results for sodium (na) on their unicel® dxc 600 instrument. The erroneous patient results were not reported outside of the laboratory. There was no affect to patient treatment in connection to the event. Quality control was within specification prior to event. The customer provided data for five (5) patient samples.